Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 2.5 mg/ml dilaudid at a dose of 1.1991 mg/day via an implantable pump for non-malignant pain. It was reported that the patient wondered if the pump was supposed to be anchored in place. The patient stated that the pump was flipping all over. The patient stated the pump was not alarming and they did not feel any adverse effects. The patient stated the healthcare provider (hcp) was able to fill the pump. When the patient sat down, the pump flipped and she had to flip it back into place. The patient stated that this had been become increasingly worse. The hcp told the patient it was not uncommon. The patient was worried that the flipping of the pump would do something to the catheter. The patient was not sure which way she was flipping the pump when she was flipping it back. There were no symptoms reported. The patient stated the event occurred after implant then stated around (B)(6) time (approximately (B)(6) 2017). There were no complications reported.

Manufacturer narrative:
(B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2017-jul-12. It was stated that there was no identified issue with the catheter in regards to the patient being worried that the pump flipping would do something to the catheter. There was no troubleshooting performed related to the pump flipping. There were no actions/interventions taken to resolve the pump flipping. It was stated that it there was most likely a broke stitch that secured the pump. The pump flipping had not been resolved. The patient¿s weight at the time of the event was unknown.